Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported conflicting result with the ID now covid-19 assay. Repeat testing was performed on (B)(6) 2021 on a new nasal kitted swab sample and generated negative results. The customer considered this result to be confirming a false positive. Per the customer the patient was not symptomatic. The customer confirmed there was no patient harm due to test results. Additionally, the customer confirmed there was no delay or impact of treatment due to test results.

Manufacturer narrative:
Additional information received identified the initial sample was a direct tested nasal kitted swab. Confirmation testing was performed with send out pcr with 24 hour results. The test was performed because the patient was having surgery.

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m146252 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m146252, test base part number 190-430 / lot: m146252. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m146252 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.